Event description:
It was reported that while a physician performed a polypectomy, he did not get enough suction on his scope (cfq180 l) and was unable to remove the polyp from the scope. After the scope was removed from the patient, a healthcare worker (hcw) took the scope to the sink and brushed the scope channel. While brushing the scope channel, an endoclip from a previous procedure fell out of the scope into the sink. The customer stated that no endoclips were used on any procedures that day. The scope had been processed in the customer's evotech endoscope cleaner and reprocessor integrated endoscope disinfection system. It was reported that the polyp was obtained. However, when the clip fell out, there was tissue on the clip. It was unknown if the tissue was from the current patient or from one of the other eight patients that had procedures performed with the scope from (B)(6) 2010 to the date when the endoclip was discovered. The customer stated that the scope had been previously used on a patient on (B)(6) 2010 with endoclips. There have been no reports of patient harm or injury due to this issue. The caller stated, "we were instructed we did not have to brush the channel unless the channel was not suctioning properly (possible blockage of the channel)".

Manufacturer narrative:
Concomitant devices: endoclip - part and lot number unknown. Scope - cfq180 l - lot number unknown. The evotech users guide states: ensure that inorganic materials, such as clips and stents, are removed from the channels prior to processing in the evotech ecr.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, service and complaint history, trending by product line and system serial number, failure mode effects analysis, the health hazard evaluation and system hazard use and misuse analysis. The DHR for the aer was reviewed and no issues were noted. The service and complaint history for the evotech endoscopic cleaner and reprocessor was reviewed for six months and there was no similar issues with the unit. Trending analysis for "hr-procedure related" was completed for (B)(6) 2010. The trend is below the upper control limit and is not a significant trend. The fmea (failure mode effects analysis) was reviewed and showed that all related failure modes have overall risk numbers (rpn) below the threshold of 100. The hhe was reviewed and the risk was considered to be low. The shuma was reviewed and the initial risk numbers for user repeated exposure hazards were all 8 (severity of 4, occurrence of 2), which would fall under category ii (as low as reasonably practicable). A field service engineer (fse) assessed the unit onsite and found it operating properly. No parts were returned to asp for testing. The evotech user's guide states: ensure that inorganic materials, such as clips and stents, are removed from the channels prior to processing in the evotech ecr. The evotech is designed to wash and disinfect specified scopes. The evotech is not designed to detect partial blockages, nor are there any claims related to such events.